Event description:
It was reported that in the micu, the norepinephrine concentration did not match the concentration programmed in the device. Norepinephrine 16/250ml was infusing and the concentration should have been 4/250ml which was 4x the intended dose of norepinephrine. The patient developed ventricular tachycardia after abdominal surgery for a perforated pylorum with sepsis, and a cardiac catheterization was performed to find clean coronaries with high pulmonary pressures. Electrophysiology was consulted, amiodarone was added, and the patient was transferred to the coronary intensive care unit, where error was discovered. The patient was later transferred to the sicu with the flow to extremities improving, and the vt was resolved. One week later, the patient remained tachycardic with few premature ventricular complexes. The sepsis had not been resolved

Manufacturer narrative:
The customer¿s report of wrong concentration programmed was confirmed through a review of the device logs. On 13nov2019 at 8:56 am the log review found an infusion of norepinephrine with a concentration of 4mg/250ml was programmed. At 11:20 am another infusion of norepinephrine was programmed with a concentration of 16mg/250ml. This programming resulted in a 4x dose of norepinephrine being programmed. Functional testing consisting of rate accuracy testing performed on the source pump module found the device operating in specification. Log analysis results indicated an infusion of drug ID 424 (norepinephrine) was started with a user selected IV bag concentration of 4mg/250ml on 13nov2019 at 8:56:18 am with a user programmed dose of 30 mg/min, the calculated rate at that time was 112.5 ml/h. The dose was titrated down until reaching 10 mcg/min and a rate of 37.5 ml/h at 10:14:02 am. Approximately one hour later the dose was changed once more to 12 mcg/min and the rate changed to 45 ml/h. The administration set was not provided by the customer for investigation therefore could not be tested for this investigation. The root cause was user programming.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the norepinephrine concentration did not match the concentration programmed. During a patient infusion in the micu, the patient had norepinephrine 16/250 IV bag, pump was set for concentration 4/250. Patient was receiving 4x the maximum dose of norepinephrine. Patient developed ventricular tachycardia after abdominal surgery, a cardiac catheterization performed to find clean coronaries with high pulmonary pressures. Electrophysiology was consulted, added amiodarone, no other intervention prior to transfer to coronary intensive care unit, where error was discovered. The patient remains in the sicu with poor flow to extremities resolving, vt resolved, remains tachycardic with few premature ventricular complexes. Continued sepsis.